Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.

Event description:
The affiliate reported: after several adjustment of the valve, last event (B)(6) 2013 the doctor did a contrast craniography. (B)(6) inquiry has been sent to the affiliate to confirm the alert date. Medwatch is being reported late as the affiliate reported the complaint late to the (B)(4) office. The affiliate has been informed of the importance of reporting complaints in a timely manner.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.